Event description:
It is reported leakage. Event description: complaint from united christian hospital. The customer complained that the appearance of the syringe was abnormal. The color stained on the interior surface of the syringe and could not be removed. Moreover, some fluid leaked into the middle layer of the piston in the barrel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and one physical sample, was provided to our quality team for investigation. Upon visual inspection, our quality team observed some liquid between the stopper ribs. Upon evaluating the physical sample, no damage or defects were found that could contribute to leakage. Leakage testing was performed on the returned syringe, and no leakage was observed. The sample met all required specifications. A review of the device history for lot 2109076 was conducted, and no deviations or non-conformances were identified during the manufacturing process. Since no damage was identified and the product met specifications, we are unable to determine a definitive root cause at this time. Our manufacturing team has been informed of this incident, and our quality team will continue to monitor complaints for this device and condition to identify any emerging trends.

Event description:
No additional information.